Manufacturer narrative:
Determination of root cause: assessment: during on-site investigation, the territory manager (tm) could not duplicate reported issue. The tm verified eye tracker with 4mm, 8mm, and 1.5mm pupil tool, and verified tracker focus. She performed eye tracker test. Tm informed reporter to manually select, for each eye, suitable eye tracker contrast value for efficient tracking. Tm also mentioned to reporter, to position the drape in a manner so as to avoid interfering with the back ir (infra red) tracker illumination array. Tm performed verification of laser according to manufacturer specifications. Conclusion: root cause for this event could not be determined. (B) (4)

Event description:
Adverse event: interrupted surgical procedure. Malfunction: eye tracker problem. A technician reports a couple of incidents (two eyes - one pt) that the eye tracker would not find the pupil promptly after flap is lifted during refractive surgery. The procedure was delayed. The technician reports for the surgeon that no harm or injury was experienced by the pt with this event. She states the surgeon has seen the pt postoperatively and there are no concerns. She also states that the territory manager's support allowed her and the surgeon to troubleshoot the concern and they did not have any tracking difficulties, for any other surgery.